Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope was found with foreign material in the forceps channel. The issue was found after procedure, during reprocessing. There was no patient harm, no injury reported due to the event.

Event description:
It was reported the gastrointestinal videoscope was found with foreign material in the forceps channel. The issue was found after procedure, during reprocessing. There was no patient harm, no injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: (watertightness is not maintained due to a hole in the forceps channel; there is a scratch on the forceps channel. The curved rubber adhesive part is missing; and the curved rubber adhesive part is cloudy.) A definitive root cause could not be identified. Based on the results of the investigation: the foreign material was unable to be identified from the provided information. The cause of the foreign material that remained in the device could not be specified. Olympus will continue to monitor field performance for this device.